Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the forceps channel. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a crack on the scope connector. It was also observed that the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. It was observed that the adhesive on the bending section cover had a chip due too chemical or physical stress. It was also observed that the suction cylinder was shaved due to being scrapped with a cleaning brush or other handling issue. Due to this shave, the suction volume did not meet the standard value. It was observed that the connecting tube had a dent and a wrinkle due to chemical stress or due to a handling issue. It was also observed that the air and water cylinder had corrosion due to chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the scope connector, suction cylinder, plastic distal end cover, connecting tube, switch 1, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, scope connector cover, lock engagement lever, lock engagement knob, up and down knob, right and left knob, switch box, scope cover, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility was delayed in the start of precleaning on the equipment after use. During the precleaning process, it was unknown if the customer supplies air and water through the nozzle. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had difficulty removing the suction button. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the forceps channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Per additional follow up from the customer, it is not known when the foreign material adhered to the endoscope although there is no possibility that the endoscope was used for the procedure with the foreign material still attached to it. The event can be detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ which says: "[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.